Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise that led to pacing inhibition. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and successfully replaced. The pacemaker was also explanted during the procedure as the patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.